Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivery. The customer¿s blood glucose level was 415 mg/dl at the time of incident and treated with pen 2.5 unit. Customer has been using insulin pump system within 48 hours of reported high blood glucose events reasons why customer alleges insulin pump was under delivering because blood glucose was not sinking after bolus. The customer also reported that the high pressure test passed. The device will not be returned for analysis.